Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The guide wire tip got trapped by the tip of the angiosculpt scoring element. The physician removed the angiosculpt device and the guide wire together. The physician had to rewire the lesion which resulted in prolongation of the case. There was no clinical injury reported by the physician. The angiosculpt device was returned for lab analysis. Visual examination confirmed a distal bond peel and a distal bond disruption. The distal ring of the scoring element is exposed and the guide wire tip is caught on the distal end of the scoring element. The intermediate bond is positioned over the balloon taper. The proximal bond is broken, and the shaft and the transition bond is accordion in multiple locations. No portion of the angiosculpt device separated from the catheter. According to the instructions for use (IFU) aor angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.

Event description:
For a shunt case at the highly tortured artery, the guide wire touched the vessel well beyond the lesion and knuckled. The guide wire tip got trapped by the tip of the angiosculpt scoring element and the guide wire could not be moved. The balloon was inflated and deflated and then withdrawn outside the body with the guide wire as a unit. A (B)(4) (not manufactured by angioscore) was used to complete the procedure. No portion was detached from the angiosculpt and no health hazard occurred to the pt. The pt was released from the hospital as scheduled.